Event description:
It was reported that the readings froze. The sensor was inserted into the arm on 10-13-2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).